Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge. When the pump was plugged into a power source, the pump would not recognize the power source and would not charge. There was no impact to the customer's blood glucose level. Reportedly, the customer would continue to use the pump until replacement pump is received. Also, it was confirmed that the customer had manual injections available.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed as a different issue was found.